Event description:
It was reported that a patient needed adjustments to her device and had increasing flare-ups. It was noted that the patient had been experiencing shocking and cramps, and the implantable neurostimulator (ins) got caught up under her ribs. For the past week prior to the report, the patient had had a bad flare-up where she was keeping down only 20 percent of her food, as opposed to a norm of about 80 percent, and throwing up without anything in her stomach. It was reported that the past few months had been ¿pretty bad¿ for the patient, and the patient last contacted a manufacturer representative for an appointment on (B)(6) 2013 and was seen after that contact. It was later reported that the patient was reprogrammed and a manufacturer representative had not heard from her since. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).